Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged instrument, an investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the customer confirmed that instrument will not be returned, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, a long bipolar grasper instrument was discovered by the user to have a frayed wire. The customer noted that the instrument moved without an issue during the surgical operation. The customer confirmed no fragments from the wire fell into the patient by performing an x-ray on the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: fragments were not found to have fallen into the patient. The long bipolar grasper instrument was not available for isi evaluation and will not be returned. There were no photos or videos of the event available for isi review.